Event description:
It was reported an issue with novosyn suture. The client reported that the suture material was taken sterilely from the foil, however, an h was written with a sharpie (on the sterile foil). Product was not used. No further information has been received.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in stock in b. Braun surgical's warehouse. We have received a picture showing an unopened pouch (only the outer package is open) with the letter "h" written on it. According to the customer information received, only one unit was found with this issue. This kind of sample identified with letter "h" is exclusively manufactured for quality control and it is a testing sample. This sample does not contain the needles attached to the thread, only the suture thread is inside. This error occurred during the conditioning process by human mistake; the operator placed the testing sample inside the box of finished product. All 48 units in our stock have been checked and none of them have the same problem. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. The personnel involved have been informed of this incidence and actions will be taken to avoid a recurrence. Final conclusion: taking into account that the picture received shows a sample that does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the picture received. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for one box of product as compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future, and we opened an internal non-conformity (inc) in the system to correct/prevent this defect to happen.